Manufacturer narrative:
This report is submitted on september 06, 2022.

Event description:
Per the clinic, the patient experienced constant feedback from sound processor. The patient is treated with steroid injections (date not reported) every 4 months.